Event description:
Pt reported that infusion bag was empty. Rn made visit & found that indeed the bag was empty, but should have had just over 99cc left of its original 100cc volume. Program download was done on 04/16/2001. (Unable to do prior as cable connector was broken & MFR sent wrong replacement.) Pump was programmed to deliver medication intermittently every 8 hours but delivered entire bag in 3 hrs period between 13:42-16:45.